Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abodmen. The patient felt unwell and thought she had the flu (coughing and vomiting). The cgm values were between 70 to 100 mg/dl. She did not do a bg finger stick at the time. She was disoriented and her husband took her to the hospital where the bg finger stick was 1,000 mg/dl and the cgm was 100 mg/dl. She was admitted to the intensive care unit (ICU), treated with an insulin drip, and did not remember other treatment details. She was discharged after 3 days. She still felt shaky and had been in contact with her physician for care. At the time of the report, her condition had stabilized and she felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).